Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer reported a blood glucose reading of 236 mg/dl during the phone call. The customer also stated that the insulin pump had signs of moisture inside the screen. In addition, the customer mentioned that the buttons were not functioning properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.